Event description:
The customer reported via phone call that the insulin pump alarmed button error and that there was no response from any button. The customer changed the battery but the anomaly persisted. The customer confirmed that none of the buttons were pressed for longer than three minutes. The customer's insulin pump was not bumped or dropped. The customer stated that they wear the insulin pump inside the bra without protection. The customer explained that they had already received five button error alarms in the past. The customer's blood glucose was 7 mmol/l. The customer was advised to wear protection for the insulin pump. The customer was advised that the insulin pump would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.